Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for barrel tip breaks off during use and cannula shield other/damaged (different numbers on shield) due to unknown lot number. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, barrel tip breaks off during use and other/damaged) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for barrel tip breaks off during use and cannula shield other/damaged (different numbers on shield) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 1.0ml 30ga 8mm 10bag 500 ca experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 320469, batch no. Unknown. Consumer reported friend noticed needle shields within the 10 pack has different numbers on the shield- asking if some one tampered with item. Consumer reported when remove orange shield tip broke off syringe lot # unknown. Catalog# (320469) canada 8mm 30g 1ml syringe. Date of event: unknown.